Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed a dislodged display screen. Loss of cartridge detection was found during the review of the pump history, which was not duplicated during investigation.

Event description:
A review of the pump history revealed loss of cartridge detection. During eval, the display screen was found to be dislodged.